Event description:
It was reported that the patient's artificial urinary sphincter was broken. The pump was displaced and could not be activated. The pump was relocated. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.